Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a single non-recoverable error 23030 error occurred. The customer noticed the left master drifted. Due to the non-recoverable error, the system was power cycled and restarted. Once the self-test was completed, the system was redocked and the procedure was resumed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon said the left hand kept drifting, and he tried to figure out why it was drifting. The procedure was a robotic sacral colpopexy. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon does not remember specifically if he removed his hands. The surgeon was trying to fix the problem before they had to reboot. There was no harm or injury to the patient.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who confirmed that after restarting the system, the customer resumed the procedure with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.